Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. Pericardial effusion was noticed during the procedure. After going transseptal, there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was received. It was indicated that the physician's opinion on the cause of the adverse event is patient condition and procedure related. Ablation was not done prior to noting the pericardial effusion. There was no evidence of steam pop, and no error messages were observed on biosense webster equipment during the procedure. The patient required cardiac surgery to identify the source of the perforation. The location of the perforation was the left atrial appendage. The patient improved after extended hospitalization. The stsf catheter is being reported as a conservative approach as it cannot be disassociated from the event. Follow up is requested for what device is most suspected for the perforation.

Manufacturer narrative:
On 29-may-2024, additional information was received and it was indicated that the physician believed that the brk needle perforated the left atrial appendage (laa). Therefore, this event is no longer considered reportable against the thermocool® smart touch® sf bi-directional navigation catheter (stsf) since ablation did not occur and the physician believed that the most suspected device is the abbott sjm¿ brk¿ needle. As such, the h 6. Health effect - clinical code, h 6. Health effect - impact code, and h 6. Medical device problem code have been updated. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental mdrs to FDA even though this event is no longer considered MDR reportable. Device evaluation details: the stsf catheter was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. No malfunction was observed during the product analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).